Event description:
It was reported that the patient was not dependent on the device for normal function. During implant of a new pacemaker, the left and right ventricular leads were screwed into the device header with no issues. An attempt was made to screw in the atrial lead, but no ratchet sound was heard when using a torque driver to indicate the atrial lead was firmly screwed. Testing was done a number of times and all lead parameters seemed stable. Because the patient was not dependent on the device and the physician believed she had encountered adequate resistance like the other leads when screwing in the atrial lead and pulling firmly, the physician opted to use the pacemaker. The new pacemaker remained implanted. The patient was stable.